Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic duodenal switch. During the leak test after suturing the anastomosis, the surgical team realized that the suture had pulled through the tissue. The surgeon scrubbed back in to resew the anastomosis, which extended surgical time by 30 minutes or more. No patient injury reported. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two images related to a device. The visual inspection of the images noted no sutures and no needles. The first image noted the retainer in an undamaged condition. The second picture noted the foil had been opened. As no sealed samples were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.